Event description:
Pt reported the insulin delivery of the infusion device is too low. Insulin spilled in the cartridge compartment of the infusion device on (B)(6) 2012 at 9:00 p.m. As a result of a handling error. Her blood glucose was 180 mg/dl, and she dried the cartridge compartment. She was advised on correct handling of the cartridge. Her blood glucose was 330 mg/dl between 7:00-7:30 a.m. On (B)(6) 2012. She delivered 6.7 iu of insulin via the infusion device. She had a scheduled appointment with her diabetes specialist at 10:00 a.m. Her blood glucose was 520 mg/dl, and she removed the cartridge and again noticed wetness in the cartridge compartment. She delivered insulin via pen as treatment. Two additional attempts were made to follow-up with the pt, and these were unsuccessful. The infusion device was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.